Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. Visual inspection of the device revealed damage to the outer sheath. Visual and tactile analysis noted no damage on the shaft of the device. Dissection of the catheter tip revealed that the teflon on the guide wire had scrapped off during the procedure and caused the guide wire to stick in the guidewire bushing at the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a treatment procedure the device became stuck on an non-bsc guide wire. The target lesion was located in the right popliteal artery. This jetstream xc atherectomy catheter was selected for use. Two passes were made with blades down followed by one pass made with blades up. Upon removal, the device became stuck on a non-bsc guidewire. Both devices were removed intact from the patient through an unspecified sheath. The procedure was completed with a different device. No patient complications were reported and that patient's status is fine.